Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultramini meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation since the patient did not want to be contacted for follow-up. The patient claimed that the subject meter was reading inaccurately around 6pm on (B)(6) 2017, when he obtained an alleged inaccurately high blood glucose result of ¿101 mg/dl¿ compared to ¿57 mg/dl¿ on a contour meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin which he self-adjusts. He reported that an unspecified time prior to obtaining the alleged inaccurate result he had developed symptoms of ¿blurred vision and shaky.¿ he reported that he self-treated his symptoms with food and drink. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and indicated that an approved sample site had been used to obtain the blood samples. The cca noted that the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was not cracked or broken. The patient was unable or unwilling to walk through a control solution test to test the meter and test strips. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported based on the following conclusions: although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to obtaining the alleged inaccurate result on the subject meter, it cannot be ruled out with all certainty that the lfs products may have caused or contributed to this event.